Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found the tamper seals to be broken. The device was observed to be in good condition. The device?s history log was reviewed for evidence of the reported problem, nothing was found. To conduct functional testing, the device had flow and occlusion tests performed. Upon testing, the reported problem was unable to be duplicated. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects corrected.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited communication error, biomed error. No adverse patient effects were reported by the customer.